Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was damaged and not inflating. Event occurred during trach change. Event occurred at the hospital in uae. Operator of the device was an rt. There was no patient harm/adverse event reported.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference 3012307300-2026-00500-00.